Event description:
It was reported that the patient experienced severe pain at the implantable neurostimulator (ins) site while the stimulation was turned on. The patient saw an orthopedic surgeon who told her that the ins was sitting against the piriformis muscle and could be the reason for the pain. The patient was house bound and could not do almost anything. It was painful to walk up stairs. The patient saw her physician on (B)(6) 2012 and they also detected an infection in her urine, however, she didn't feel those symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced pain at the lead site, down into the leg. The cause of the pain was unknown, but the hcp wondered if the lead was too close to the nerve. The ins and lead were explanted, leading to complete pain resolution. The patient was hospitalized for the removal of the device, and made a full recovery.

Manufacturer narrative:
Product ID 3889-28 lot# v589288 implanted: 2011-(B)(6) explanted: product type lead product ID 3889 lot# v589288 implanted: 2011-(B)(6) explanted: product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).

Manufacturer narrative:
Lead model 3889-28, lot# v589288, implanted: 2011-(B)(6), explanted: 2012-(B)(6).